Event description:
4 lap sponges in a general laparoscopy pack instead of 5, ref # pg7clcsr7, lot # 613331. Manufacturer response for surgical laparoscopy pack, (brand not provided) (per site reporter).